Manufacturer narrative:
(B)(4). During evaluation of the device, clamp function and clear passage testing was performed with no issues noted. The sample ran on a homechoice machine and a reload the set 157 alarm occurred during the priming phase of therapy. Upon replacing the damaged sheeting, the device ran on the homechoice machine with no issues noted. A CAPA currently exists to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation was performed. Underwater fluid pressure testing identified a leak in the cassette sheeting. Visual inspection identified a hole in the cassette sheeting. The cause for this condition could not be determined with the available information. See referenced master (B)(4) which addresses the customer reported issue of reload the set 200. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During sample evaluation of a returned cassette, functional testing (eight psi underwater pressure test) identified a leak from damaged cassette sheeting. Visual inspection identified a hole in the cassette sheeting. This was encountered during evaluation of a returned cassette, no patient involvement. There was no patient involvement. No additional information is available.